Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve was replaced to address the issue. The root cause is confirmed at this time. The system meets the specification for the performed service and is returned to use. The solenoid valve was returned to riql for an active exhalation verification test failure at service. This failure is being further investigated by the manufacturer, and no further evaluation of this part is required at this time.